Event description:
It was reported that the (1) ems device was used during a laparoscopic hernia. It was reported by the rep that the ems stapler was jammed and inopperable according to the or manager. He was told it was fired before attempting to be used on the patient. So the instrument may have been "dry fired". The hospital would not release stapler. There was no consequence to the patient.